Event description:
It was reported by the customer that the handpiece will not activate. Multiple blades were used with same result. There was no patient consequence and it is unknown how the case was completed.